Event description:
It was reported that during a box change, post paced t-wave oversensing was observed. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.